Manufacturer narrative:
The event unit was returned for evaluation. The device was returned in the latched position with the blade partially extended in the jaws. During functional testing, engineering was unable to activate the blade, which confirmed that the device was unable to cut tissue. After disassembly of the device, engineering observed that the blade pusher, an internal component of the device that facilitates movement of the blade, was broken. Based on the condition of the returned unit, it is likely that the reported event was caused by the broken blade pusher. However, the root cause of the broken blade pusher could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report reflects both the initial and final report.

Event description:
Procedure performed: lavh. The device worked fine in the beginning. It gradually started to stop cutting, but was still able to fuse. Rep was not in surgery at the time, but spoke to doctor after the surgery and went over the process, including cleaning of jaws. Doctor was aware as he has used the device many times. He did say that the device felt funny out of the box. Type of tissue being cut when poor cutting performance was noticed is unknown. Where along the jaw was the blade not cutting? It wasn't cutting at all. Patient status: fine.